Event description:
Coiling treatment was conducted of an aneurysm. It was reported that friction was encountered during positioning the coil inside the aneurysm. Upon removal, the coil stretched and broke. The coil was partially within the aneurysm and the remainder of the coil was removed. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the delivery pusher and implant were returned for evaluation and confirmed the distal end of the implant coil had broken from the device. The most distal segment was not included for evaluation. The evaluation showed excessive force was used which likely led to the coil breakage. (B)(4).